Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact technical support if the issue recurred.